Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, patient underwent an endovascular aneurysm repair procedure to treat an infrarenal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. Reportedly, the main body graft was opened initially at the level of the renal arteries when physician decided to use the pre-constraining method and then reconstrained to pull device down as planned. Multiple reconstraining attempts were performed with some resistance to pull the graft down, however, physician managed to get to the infrarenal position. After that, physician continued with gate cannulation, deployed contralateral limbs & then completed ipsi side and ipsilateral limb extension deployment. Physician ballooned the proximal seal zone inside the graft with a coda balloon and device appeared to straighten. Upon final run, noted that the right renal artery had been mostly covered by the main body's proximal edge straightening upward. Physician used a steerable 6.5fr tour guide sheath and managed to gain access to the right renal artery and placed a 6mm x 15mm vbx stent restoring blood flow. No additional adverse outcomes were reported or identified; there were no renal complications, and as of (B)(6) 2026, the physician confirmed that the patient had not experienced any further issues. Patient is reported stable & awake with no further issues after procedure. Physician thinks the graft didn't move down as he thought and it had compressed on itself so when he ballooned the proximal seal zone it straightened the fabric and pushed the top stent row higher than planned.